Event description:
Customer reported unexpected negative reactions with capture-r ready screen 3 (crrs) when testing a patient sample on the echo.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs (3), lot r028, and crrid, lot id105. These reagents were used by the customer at the time of the event. Manual testing was performed with the customer's returned sample (reported to contain anti-k) using selected cells from crrs (3), lot r028, and crrid, lot id105. The sample exhibited positive reactivity with all k-positive cells and was nonreactive with all k-negative cells tested. Screen testing was performed with customer's patient sample using retention crrs (3), lot r028, on an in-house echo. The sample exhibited positive (2+) reactivity with k-positive cell 3 and was nonreactive with k-negative cells 1 and 2, as expected. A service call was made. Qc, group screen and weak d assays were performed with acceptable results. The system was tested and operated within specifications.